Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of endometritis ("mild chronic endometritis") in a 33 year-old female patient who had essure inserted (lot no. B97490) for female sterilisation. The patient had a medical history of paratubal cyst, endometritis, swelling of feet, painful intercourse, parity 3, multi gravida, vaginal bleeding, pelvic pain, abnormal uterine bleeding, dyspareunia, heavy menstrual bleeding and dysmenorrhea. Previously administered products included: mirena for weight gain. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2020, 2165 days after essure insertion, she experienced endometritis (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy bilateral salpingectomy). The reporter considered endometritis to be related to essure administration. The reporter commented: right -2 left-4. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2020: final pathologic diagnosis: uterus, cervix, and fallopian tubes; hysterectomy and bilateral salpingectomy: - intact intrauterine contraceptive device, consistent with essure; - mild chronic endometritis; - benign proliferative endometrium; - no evidence of hyperplasia or malignancy; - bilateral fallopian tubes with benign paratubal cysts and no pathologic change; - uterine cervix with no pathologic diagnosis. Gross description: additional findings: essure coils intact and in place [pregnancy test] on (B)(6) 2014: negative. [Ultrasound scan] on (B)(6) 2020: pelvic ultrasound exam within normal limits. Clips visualized likely essure the uterus is oriented retroverted and is midline. The myometrium appears homogeneous in texture. The endometrial stripe appears normal. An essure is visualized quality-safety evaluation of ptc: for essure: the complaint reason is a known phenomenon for this product and is taken into account in the device risk assessment. Trend analyses of the complaint reasons are reviewed regularly. The trend analysis shows that none of the cases where these medical events were reported were associated with a confirmed quality defect a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of endometritis ("mild chronic endometritis") in a 33 year-old female patient who had essure inserted (lot no. B97490) for female sterilisation. The patient had a medical history of paratubal cyst, endometritis, swelling of feet, painful intercourse, parity 3, multi gravida, vaginal bleeding, pelvic pain, abnormal uterine bleeding, dyspareunia, heavy menstrual bleeding and dysmenorrhea. Previously administered products included: mirena for weight gain. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2020, 2165 days after essure insertion, she experienced endometritis (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy bilateral salpingectomy). The reporter considered endometritis to be related to essure administration. The reporter commented: right -2. Left-4. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2020: final pathologic diagnosis: uterus, cervix, and fallopian tubes; hysterectomy and bilateral salpingectomy: - intact intrauterine contraceptive device, consistent with essure - mild chronic endometritis - benign proliferative endometrium - no evidence of hyperplasia or malignancy - bilateral fallopian tubes with benign paratubal cysts and no pathologic change - uterine cervix with no pathologic diagnosis. Gross description: additional findings: essure coils intact and in place [pregnancy test] on (B)(6) 2014: negative [ultrasound scan] on (B)(6) 2020: pelvic ultrasound exam within normal limits. Clips visualized likely essure the uterus is oriented retroverted and is midline. The myometrium appears homogeneous in texture. The endometrial stripe appears normal. An essure is visualized. Batch no~b97490. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 11-dec-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of endometritis ("mild chronic endometritis") in a 33 year-old female patient who had essure inserted (lot no. B97490) for female sterilisation. The patient had a medical history of paratubal cyst, endometritis, swelling of feet, painful intercourse, parity 3, multi gravida, vaginal bleeding, pelvic pain, abnormal uterine bleeding, dyspareunia, heavy menstrual bleeding and dysmenorrhea. Previously administered products included: mirena for weight gain. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2020, 2165 days after essure insertion, she experienced endometritis (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy bilateral salpingectomy). The reporter considered endometritis to be related to essure administration. The reporter commented: right -2 left-4. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2020: final pathologic diagnosis: uterus, cervix, and fallopian tubes; hysterectomy and bilateral salpingectomy: intact intrauterine contraceptive device, consistent with essure mild chronic endometritis benign proliferative endometrium no evidence of hyperplasia or malignancy bilateral fallopian tubes with benign paratubal cysts and no pathologic change uterine cervix with no pathologic diagnosis. Gross description: additional findings: essure coils intact and in place [pregnancy test] on (B)(6) 2014: negative [ultrasound scan] on (B)(6) 2020: pelvic ultrasound exam within normal limits. Clips visualized likely essure the uterus is oriented retroverted and is midline. The myometrium appears homogeneous in texture. The endometrial stripe appears normal. An essure is visualized batch no~b97490 production date 2013-11-26 expiration date 2016-11-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 10-jan-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.